Event description:
It was reported to boston scientific corporation that there were no complications during the initial procedure and the patient's condition at the conclusion of the procedure was "fine." Several weeks after the patient was discharged (exact date unknown), the patient presented with vaginal irritation. The physician then found that the mesh had eroded through the vaginal wall and there was a small amount of mesh exposure. It is unknown if dehiscence occurred. The physician sutured the vaginal wall over the exposed mesh. The patient came back in (B)(6) 2011 (exact date unknown) presenting with discomfort and the physician found the mesh exposed again. This time the physician trimmed the exposed mesh and sutured the vaginal wall closed. The patient's current condition was reported to be "fine." It was reported that the patient did not have any relevant medications or preexisting medical conditions. The patient age was reported to be (B)(6).

Manufacturer narrative:
A review of the manufacturing records for this device showed no evidence of a manufacturing related potential cause for this event.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator midurethral sling system was used during a procedure. According to the complainant, the patient presented with irritation and claimed she could feel the sling post procedure. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.